Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Affiliate reported the pump delivery is inaccurate. For 2-3 months customer's high blood glucose level has been too high. Correction has been made via via pump and pen. No adverse event reported. A request was made for the return of the device.